Event description:
The customer's healthcare provider reported via phone call that the customer's insulin pump alarmed button error. The customer's blood glucose was unknown. The customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. The following cosmetic damage was noted on the device: cracked case near display window corners, minor scratches on the lcd window, scratched reservoir tube window, cracked battery tube, and cracked reservoir tube lip.